Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient had a respiratory infection, is coughing up sputum, and has shortness of breath. The patient's doctor took an x-ray of the lungs and stated it was cloudy on the left bottom of the lung. The patient was prescribed an antibiotic. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.